Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Duraseal dural sealant system (202050) was returned for evaluation: failure analysis - the sample received back had 1 polymer kit with the following components assembled: 1 y connector, 1 spray tip, 1 syringe holder, 1 cap holder, and 1 open pouch. The clear syringe and blue syringe were attached to the y connector. Both the spray tip and y connector had traces of blue solution. The clear syringe was empty with no solution inside; the blue syringe was observed with gelled solution inside. A water test was performed as part of the evaluation. 2 syringes were filled with water and connected to the y connector and spray tip. The syringes were depressed, and no issues were observed with spraying water at the time of sample evaluation. As a result of the gelled solution observed inside the blue syringe, the complaint can be confirmed. Root cause - while the complaint was able to be confirmed following sample evaluation, the root cause is undetermined with the information available. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Per the dfmea, potential causes of failure include: performance, adhesion barrier. The risk remains acceptable per the risk analysis.

Event description:
N/a

Event description:
A facility reported that the y-piece on duraseal dural sealant system (202050) did not fuse the two syringes and only the transparent part came out. When the doctor pressed for the product to come out, it spilled through the syringe hole and not through the connector. Duraseal was used for correction of dural tear at the base of the skull, cerebrospinal fluid (csf) fistula correction in the cranial vault by duroplasty, dural graft, linear craniectomy, closure (clamping or ligation of intracranial vessels via open). No patient injury has been reported; however, there was a delay of few minutes due to product problem.

Manufacturer narrative:
The duraseal dural sealant system (202050) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Per the dfmea, potential causes of failure include: performance, adhesion barrier. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.